Event description:
It was reported that during an ent pharyngeal pouch the [patient has perforated esophagus.

Manufacturer narrative:
(B)(4). Date sent 11/19/2024. D4 batch #331a05. B3: exact date is unk. Assumed first day of the month. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the return reload. Visual analysis of the returned sample determined that the one 6r45b reload was received with no apparent damage and partially fired 1/10 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 331a05, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: yes. Did the device deliver any staples? Yes, partial fire. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Yes, rigid.